Event description:
Ventilator was cycling on a pt when it came up with an error code "up mix", then ventilator stopped cycling. Pt was taken off the ventilator, bagged and ventilator was swapped out. Pt was a new born, and all other pt info is unknown. There was no pt injury. If any defective parts are removed from the ventilator they will be shipped for eval.